Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal stent graft system. Approximately (5) five years post initial procedure, the patient was identified with an endoleak type ia, aortic thrombosis, and an endoleak type ii (non-device related). The patient is currently being monitored pending possible re-intervention. Patient status was not reported. Additional information: the clinical assessment revealed a notable sac growth of 17.2mm, which was detected during a comprehensive review of the computerized tomography (CT) scan.

Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and type ii endoleak (lumbar) are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a notable sac growth of 17.2mm, which was detected during a comprehensive review of the computerized tomography (CT) scan. The type ii endoleak from the lumbar area, located in the area of the increased neck diameter could have contributed to the type ia endoleak, but that could not be conclusively determined. Device, user, procedure, or anatomy relatedness of the type ia endoleak could not be determined with the medical records available for review. Procedure-related harms could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal stent graft system. Approximately (5) five years post initial procedure, the patient was identified with an endoleak type ia, aortic thrombosis, and an endoleak type ii (non-device related). The patient is currently being monitored pending possible re-intervention. Patient status was not reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.